Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient woke up early in the morning and he felt that something was not right. He tried to self-treat with sugar with a sugary drink but it was not enough and the patient had experienced seizures. Due to the fall, the patient also experienced stress fractures in the spine. The patient´s partner called an ambulance and the paramedics took the patient to the hospital. At the hospital he was treated there the first 48 hours with IV paracetamol and morphine; there was no treatment documented for hypoglycemia. The patient was hospitalized from (B)(6) 2023. At the time of the report the patient was at home without the ability to perform his daily work-related tasks and unable to have a full mobility due to the experienced injuries (lower back fractures). The patient stated that the dexcom g6 system that was worn at the time, did not provide any warning of low blood sugar or any urgent low alarms. There were no bg nor cgm values reported during the entire event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.